Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed drive manifold.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restriction e1 (event site full name): (B)(6).

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component cods, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the drive manifold. Full calibration, functional testing, and safety checks were performed to factory specifications. The iabp was returned to the customer and cleared for use.

Event description:
N/a